Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported "charred" contacts on the inform meter. No adverse event reported. Manufacturer's first level investigation confirmed melting, burning and corrosion on the contacts of the inform meter. Replacement was sent.